Event description:
Affiliate reported that the microsensor was implanted and functioning for 6 days until the patient underwent an MRI. Microsensor was placed according to IFU for MRI. Sensor faulty following MRI, no icp could be measured (icp express monitor was switched to rule out monitor as problem). Faulty microsensor was explanted and a new microsensor was implanted in the patient for further icp monitoring.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was evaluated by the supplier. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Film over sensor area. Section of the codman label missing on connector. Catheter material and internal wires melted 5cm from sensor case. Severe kink in catheter material 2cm from sensor case. Suture tied to catheter material. Multiple bends along the catheter body. No testing was possible. Based on the above evaluation it appears that the device was inadvertently damaged during use. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.